Manufacturer narrative:
(B)(4). Batch # r5712n. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 15 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. In addition further analysis on the cartridge, it was noted the cartridge deck was damage as if it was clamped over a hard object. No functional test could be performed with it due to the condition of the device. It is possible that the device was clamped over a hard object, causing the damaged to the cartridge deck. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r5712n. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during the radical operation of right half colon cancer, could not fire when anastomosis colonic and ileum. Changed another reload, could perform good firing. On the 3rd firing, could not fire and the firing knob was broken off. All the pieces would be retrieved from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient.